Event description:
Thrombus was found within the implanted cypher stent four days after the procedure. A male patient with a history of chr, hyperlipidemia, diabetes, smoking and chronic renal failure experienced a thrombotic event four days post cypher stent implantation. Initially, the pt was admitted with angina and underwent an elective angiogram that revealed a lesion in his proximal lad. This patient's extensive history puts him at increased risk for mace. Intra procedural medications included heparin. The patient had been prescribed daily doses of asa, ticlid and cilostazol in the five days before the index procedure. The physician had instructed the patient to discontinue the cilostazol after the third dose. However, the patient is reported to have misunderstood his instructions and discontinued the asa and ticlid as well. Acts were not measured during the procedure. The proximal lad lesion was described as de novo, type b2, 2.17mm in diameter, 17.31mm in length, concentric, calcified and in an area of flexion. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 3.00 x 18mm cypher stent at a maximum inflation pressure of 16atm. The stent was then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. From the reported information, it appears that the patient was discharged from the cath lab without post-procedural asa or ticlid. Four days after the index procedure, the patient experienced neck pain and returned to the hospital. A repeat angiogram revealed thrombus within the previously implanted cypher stent. This was treated with ptca. It appears that the oversight in the patient's administration of asa and ticlid was noted at this time and was corrected. The patient remained in the hospital for at least another two months later for the treatment of his pre-existing chf and chronic renal failure.

Manufacturer narrative:
This patient presented for elective treatment of a de-novo lesion in the proximal left anterior descending artery (lad) of 17.31mm in length in a 2.17mm vessel diameter. The (b2) concentric lesion was calcified and flexion. Pre-procedure medications included aspirin 200mg/day, ticlopidine hydrochloride 200mg/day and cilostazol 200mg/day. Intra-procedure medications included heparin 10,000 units. Direct stenting was performed with a 3.0x18mm cypher at 16atms. Post-dilation was conducted with a 3.0x12mm balloon at 20atm for 20seconds. Ivus was conducted. The residual diameter stenosis measured 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Four days later, the patient complained of rear neck pain and returned to the hospital. Angiography was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, poba (details were unknown) was conducted. Two months later, the patient remained hospitalized for treatment of chronic heart failure and chronic renal failure. In addition, the physician commented that the cause of the thrombotic event was because the patient did not take any anti-platelet medicine. The physician told the patient that only cilostazol would be stopped two days before the procedure but the patient also stopped taking aspirin and ticlopidine hydrochloride on the same day by mistake. Please note that this product, (cjs18300, lot no. I0606060) is not distributed in the united states. However, it is similar to the us distributed device, cxs18300. It is also not available for testing and evaluation. The product remains implanted in the patient and is thus not available for evaluation. Thrombotic events are a known potential adverse event following stent implantation. According to the procedural physician, the cause of the thrombotic event was the patient's non-compliance with his anti-platelet medication. There are patient, vessel, procedural and pharmacological factors that may have contributed to this event. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.